Manufacturer narrative:
(B)(4). Although requested, the set has not been received for evaluation. A follow up report will be submitted with evaluation results should the device be received.

Event description:
It was reported that blood leaked from a cracked female luer on the t-connector extension set and that while... "Attaching a new set to the female luer on the t-connector, she had 'barely' screwed on the new tubing when she heard a 'pop'. Blood immediately began backing up the tubing. When she attempted to flush the line, blood shot out of the crack onto her clothing. She held pressure on the child's artery and had another nurse help her change the t-connector at the catheter." There was no report of patient harm or medical intervention. No further patient or event details were provided.